Event description:
Litigation papers allege: surgery of left hip revealing pseudotumor and metallosis, mutliple hip dislocations; emotional distress, anxiety and mental anguish, medical and other related expenses, loss of earnings and impaired earning capacity.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: surgery of left hip revealing pseudotumor and metallosis, multiple hip dislocations; emotional distress, anxiety and mental anguish, medical and other related expenses, loss of earnings and impaired earning capacity. Update: (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Manufacturer narrative:
Corrected: event/problem description, brand name, device product code, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Depuy still considers the investigation closed.

Event description:
Update rec'd 3/28/2013- ppd and medicalrecords received. After review of the medical records the revision operativenote inidicated there was metallosis. There is no new additional informationthat would affect the existing MDR decision.